Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2316-50, serial #: (B)(4), description: infinion 1x16 perc lead kit-50 cm. Model #: sc-1132, serial #: (B)(4), description: precision spectra implantable pulse generator. Model #: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm). Model #: sc-4316, lot #: 16711046, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were kept by the medical facility. A review of the manufacturing documentation for the ipg, leads, infinion splitter and click anchor revealed that no anomalies or deviations potentially relate to the event occurred during the manufacturing.

Event description:
A report was received that the patient was experiencing pain at the lead site and the click anchor bothered patient's back. The patient underwent an explant procedure.